Event description:
It was reported that the pulmonary artery wedge pressure (pawp) could not be obtained while using the swan-ganz thermodilution catheter. It was indicated that the measurement was wrong and the pressure measurement did not change even though the catheter was moved forward during use. It is unknown what the value of pawp was or what the pressure waveform looked like. The sample of tracing was not available. No further information regarding the pressure measurement is available. The customer suspected a balloon rupture or interlumen leak between the pa distal lumen and the proximal injectate lumen. It is unknown if the customer visually confirmed that the balloon was ruptured. It was confirmed that the fragment of the balloon did not remain inside the patient body. It was reported that the pulmonary artery wedge pressure (pawp) could not be obtained while using the swan-ganz thermodilution catheter. It was indicated that the measurement was wrong and the pressure measurement did not change even though the catheter was moved forward during use. It is unknown what the value of pawp was or what the pressure waveform looked like. The sample of tracing was not available. No further information regarding the pressure measurement is available. The customer suspected a balloon rupture or interlumen leak between the pa distal lumen and the proximal injectate lumen. It is unknown if the customer visually confirmed that the balloon was ruptured. It was confirmed that the fragment of the balloon did not remain inside the patient body. There were no patient complications reported. Occurrence date is unknown. There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. The balloon was found ruptured at the central area of the latex and inverted to the distal side of the catheter. The distal port was covered with inverted latex which may have caused the pressure measurement discrepancy. The rupture size measured 6/64" in length x 4/50" in width. The latex did not match up at the rupture site. Blood was visible in the inflation lumen and under the balloon. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of pressure measurement issue was not confirmed but a balloon rupture was found during the evaluation. No evidence of a manufacturing nonconformance was noted. The cause of the balloon rupture could not be determined with any certainty; procedural factors may have contributed to the damage. No actions will be taken at this time.